Manufacturer narrative:
Device not returned.

Event description:
It was reported that before use a stitch (thread) was observed to be on one of the valve leaflets or sewn to the valve leaflet. Through follow up on 1-22-2009, surgeon's office reported that there was a stitch in the leaflet.